Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, when lens was loaded and placed in the eye, a crack was noticed from one side to other. The lens was explanted during initial procedure. A second lens was implanted, and it also had a crack in the exact same place all the way across the lens. Yet, this one was left implanted. Additional information was requested.

Manufacturer narrative:
The device was not returned for analysis; the lens remains implanted. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.